Manufacturer narrative:
Device has not been explanted and/or returned; therefore product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: 2006, it was reported that a patient underwent an anterior lumbar interbody fusion for diagnosis of neuro formaminal stenosis, pain and degenerative disc disease. Approximately 3 months post-op, patient developed increased pain, instability, and neurological symptoms. Post-op x-ray shows the construct "as having backed out" anteriorly from the anterior edge of the vertebra body. No evidence of fusion existed at time of x-ray. Test results reportedly revealed an increase in inflammation. Patient hospitalized for a couple of days and discharged himself home. No revision surgery has been scheduled at this time. Reports of pain "resolving somewhat" at time of discharge from hospital. No patient complications reported.